Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for postlaminectomy pain and non-malignant pain. Information was reported that the patient reported that he had his first implant replaced due to the length of the battery being depleted. The patient stated that he had his ins replaced with an updated model so that he is able to adjust his parameters more. No further complications were reported. No patient symptoms were reported. [Please refer to (B)(4), reposition antenna screen].